Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed with naked eye and magnification noted a leak from a small tear/hole at the top right edge of the bag. Functional leak testing was performed by filling the bag with tap water. A leak was noted at the top right edge. The reported problem was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked. The reporter stated that they filled the bag, and found it empty the next day. The location of the leak was not specified. This occurred before patient use. There was no patient involvement. No additional information is available.